Event description:
(B)(4). Nickle allergy, painful periods, tooth decay, joint pain, and cramps during ovulation. Headaches, low iron deficiency, heavy bleeding, bleeding in between cycles, acne, and cyst on cervix..